Event description:
It was reported that a false positive was produced by the bd bactec¿ fx, instrument bottom, packaged. A gram strain was performed for confirmatory testing, with no organism found on it. Erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "bottom bactec fx-false positive in instrument." "What confirmatory testing was performed that determined the false positive result? Gram stain with no organism found. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Manufacturer narrative:
H.6. Investigation: a complaint of "false positive in instrument" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). The complaint is not confirmed because the issue occurred due to frequent door opening. The root cause is related to " frequent door opening/ traced to user". Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/3/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a false positive was produced by the bd bactec¿ fx, instrument bottom, packaged. A gram strain was performed for confirmatory testing, with no organism found on it. Erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "bottom bactec fx-false positive in instrument". "What confirmatory testing was performed that determined the false positive result? Gram stain with no organism found. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No".